Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 490 mg/dl at the time of incident and the current blood glucose of the patient is 532 mg/dl. Customer reported other blood glucose value was 528 mg/dl, 518 mg/dl, 504 mg/dl and 465 mg/dl. The customer experienced symptoms such as nausea and short of breath. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery or no reservoir alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.